Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and flattened. Cannula was measure to be 1.49 inches in total length. This did not inhibit fluid from exiting the distal tip. It cannot be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 420 mg/dl. The pod was worn between 4 and 24 hours on the arm. No information was provided on how the hyperglycemia was treated.